Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30(scope communication error) and no image is displayed. A root cause could not be identified. Based on the results of the investigation, it is likely that due to circuit board and plug unit connector connection malfunction the image is black, and may sometimes flash. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was presenting a black image. The issue had occurred during colonoscopy diagnostic procedure. There was no report of patient harm.